Event description:
The issue occurred in a system 2000, a bath system for assisted bathing and as reported from the customer the care giver got disinfectant in her face and eyes from a broken disinfectant hos during the disinfection procedure. MFR ref # 9611530-2013-00036.